Event description:
Edwards received information that a 21mm carpentier-edwards perimount aortic valve underwent a valve-in-valve procedure due to aortic stenosis after an implant duration of approximately ten (10) years and seven (7) months. Accelerated blood flow velocity (bfv: >3.5m/sec) was initially observed due to unknown reasons after an unknown duration of the surgical valve implant. Infective endocarditis was suspected, however, the patient's condition was stable. Approximately eight (8) years after implant, the bfv became worse (>5m/sec) and the patient presented with the symptom of heart failure which was mild dyspnea during exertion. Due to the patient's advanced age, a tavr procedure was selected and performed with a sapien3 transcatheter valve. The patient status was reported as "recovering". The device was not returned for evaluation as it remained implanted. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The surgeon thinks that the valve failed prematurely. The surgeon also commented that bfv acceleration was observed soon after the implant and it is possibly related to the event, and the deterioration was not related to the suspected ie. Patient medical history: bicuspid patient.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction.

Event description:
Edwards received information that a 21mm 2900j aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration after an implant duration of approximately ten (10) years and seven (7) months. Accelerated blood flow velocity (bfv: >3.5m/sec) was initially observed due to unknown reasons after an unknown duration of the surgical valve implant. Infective endocarditis was suspected, however, the patient's condition was stable. Approximately eight (8) years after implant, the bfv became worse (>5m/sec) and the patient presented with the symptom of heart failure which was mild dyspnea during exertion. Due to the patient's advanced age, a tavr procedure was selected and performed with a sapien3 transcatheter valve. The patient status was reported as recovering. The device was not returned for evaluation as it remained implanted. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The surgeon thinks that the valve failed prematurely. The surgeon also commented that bfv acceleration was observed soon after the implant and it is possibly related to the event, and the deterioration was not related to the suspected ie.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration greater than 10 years.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.